Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the battery needed calibration. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart xl+ indicating that the device cannot charge and discharge properly. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer and distributor, the cause of the reported problem was due to the defective capacitor. Customer determined to not repair the device. Customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted.